Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using a penumbra coil 400. During the procedure, as the introducer sheath was inserted into the hub of a px slim delivery microcatheter, the physician experienced resistance. This resistance increased as the pusher assembly was pushed further. The physician then removed the introducer sheath and the penumbra coil 400 from the px slim delivery microcatheter. This incident occurred again with a new penumbra coil 400. The physician continued the procedure with the same px slim delivery microcatheter and new penumbra coil's 400. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00804. Device was disposed of by the hospital.